Manufacturer narrative:
Pending investigation. D10. Concomitants: serial #: (B)(6), category #: 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t, serial #: (B)(6), category #: 200-07-35 - advanced patella 35mm 3 peg implant, serial #: (B)(6), category #: 02-020-11-0350 - truliant ps cem fem ps cem right sz 5.

Event description:
As reported via legal documentation, this patient is verified to have had bilateral knee arthroplasty on (B)(6) 2018 (left) & (B)(6) 2018 (right). He had right knee revision on (B)(6) 2023, approximately 4 years 4 months after their initial implantation, due to polyethylene wear and potential lysis. There was also issues with femoral loosening with his implant. Postop diagnosis: failed right total knee arthroplasty secondary to polyethylene wear from a recalled insert and aseptic loosening of the femoral component. The patient's surgeon noted that "there was significant wear along the medial and lateral facets" of the patellar button. Upon gross inspection of the tibial insert, there were no obvious signs of significant polyethylene wear. There was some pitting on the articular surfaces. The femoral component was noted to have "no attachment and it was loose. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.